Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the root cause of the acuson x700 intermittently shutting down mid-exam was investigated. The returned system was investigated, but the reported issue was not reproduced. All of the manufacturing tests passed; therefore, the cause of the reported issue could not be identified. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the system intermittently shut down while scanning a patient during an echocardiogram study. The study was not completed and reportedly, the patient will be rescheduled at a later date to repeat the study. There was no patient or user injury reported. No additional information was provided.